Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ leaked at the luer connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: device history record, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The available samples returned by the customer were analyzed and tested according to validated procedures and it was possible to observe the leakage defect in the connection. Thus according to the dimensional evaluation of the syringes involved in the occurrence, there is a deformation in the syringe nozzle, which has already been identified and is being investigated according to corrective and preventative action. As a defined containment action for this deformation, the inserts were exchanged in the syringe barrel mold. However, additional investigation need to be performed to confirm the root cause for the occurrence. CAPA 331654 has been initiated to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ leaked at the luer connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ leaked at the luer connection. No serious injury or medical intervention was reported.